Event description:
Device malfunction: dislodged. Time of malfunction: during the procedure. Symptoms/eae: unintended site. It was reported that during pta of the left renal artery, the balloon partially opened and the stent deployed. The stent came off of the delivery system and "shot out" into the aorta. An attempt was made to snare the stent; however, the snare became entangled in the stent as the stent was flared. The physician was successful in untangling the snare from the stent. A viatrac plus was used to post-dilate and the physician was able to successfully place the stent inside of the previously deployed (prior to pta) absolute, in the iliac artery. There were no pt effects. No add'l info is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event info, including pt info and pt status, from the hospital, field contact or distributor. Evaluation summary: quality assurance analysis of the unit revealed that the herculink plus was returned with dried blood and contrast visible in and on the balloon, and throughout the shaft. The stent had been deployed and was not returned. There was a stop cock attached to the luer fitting. The balloon was returned loosely folded. The rx notch was torn distally for the length of 1.7 cm and had penetrated into the inflation lumen. There was no other damage to report. While attempting to inflate te balloon; blood and fluid leaked from the torn inflation lumen and the balloon would not fully expand. Quality engineering has reviewed the incident report and the analysis of the returned device. It was reported that the balloon partially opened and the stent deployed. The stent then came off of the balloon and shot out into the aorta. Upon functionally testing the balloon catheter, specifically while attempting to inflate the balloon, it was noted that blood and fluid leaked from the rx notch. There was a rip at the rx notch distally for a length of 1.7 cm, which had penetrated into the inflation lumen thereby causing a leak in the system. With this leak in the rx junction, the balloon would have only inflated partially and thereby only partially deploying/expanding the stent during the procedure. There was not other damage reported. The finished goods sample inspection/test for this particular lot number passed with all results being within the mfg specifications. In particular, the balloon burst testing results passed with results of 19.5 & 21.5 atms respectively against the minimum specification of 14 atms. There is no indication that the device failed to meet its associated specifications. A review of the lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a conclusive root cause. The most probable root cause was the inadvertent ripping of the rx notch through to the inflation lumen during the procedure, i.e. Operational context. During the procedure, since the device was prepared and no problems were noted, the guide wire must have been inadvertently moved outwardly and distally and consequently ripped through the rx notch and on through the inflation lumen. An attempt was made to inflate the balloon, at this time, and it started to inflate partially expanding the stent. It was noted that the balloon partially opened and the stent deployed. The partially inflated balloon (the rip in the rx notch caused a leak thereby allowing the balloon to be inflated somewhat, but not completely) and the partially deployed stent together resulted in the stent being loose and not opposed. The loose stent then moved distally, and shot out into the aorta. Although quality engineering was unable to determine a conclusive root cause for this event, it may be related to the operational context in which the device was used. This MDR is considered closed by the quality assurance department.